Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad traces. Minor scratched lcd window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer's current blood glucose reading is 157 mg/dl. No further information reported.